Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient's right ventricular lead exhibited over-sensed noise. There were no patient consequences. No additional information was reported.

Event description:
New information received indicated that the noise over-sensing re-occurred on the right ventricular lead. No additional information was reported.

Event description:
New information received indicates that there were re-occurrences of over-sensed noise. Additional programming changes were performed. The patient condition was stable.

Event description:
New information received notes that programming changes were performed, and the patient condition was stable throughout intervention.